Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. The asp determined that the device's dfm100 display assy needed replacement and provided the customer with a part number and pricing for a replacement part. However, the customer did not accept the quote. The asp provided a quote for the replacement of the dfm100 display assy however, the customer did not accept the quote. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Further investigation has found that this case is duplicate of (B)(4). Thus please refer to emdr report (MFR report number: 3030677-2024-00719) for further details.

Event description:
It was reported to philips that the device's display was broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.